Event description:
Patient reported via e-mail: "2002, I fell down the stairs in my home. Had arthroscopy to repair the torn meniscus (2007) couldn't repair damage. Had total knee surgery in 2007, 1st surgery. Repair did not relieve the pain, in fact the knee began to swell and walking was difficult. Seen repeatedly by dr. (He did not believe I was having the pain, I tried to explain to him each visit to office. Finally he requested a blood test to test for allergies to the specific items in my triathlon stryker knee. Lab tests results were as follows allergy to acrylic cement. Poly-plastic spacer in between metal parts and titanium.)"

Manufacturer narrative:
Investigation in progress. No additional information available at this time. This is the first event reported for this patient. See report #2249697-2009-00055 and 2249697-2009-00057 for subsequent events.